Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 504 mg/dl. Customer treated their blood glucose with a manual injection. Customer stated they have changed the reservoir and infusion set several times, but their high blood glucose persisted. Troubleshooting did not find any air bubbles or leaks present on the insulin pump. It was also found the insulin pump passed the high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer's blood glucose was 189 mg/dl at the time of the call. The customer declined to return the insulin pump for analysis.